Event description:
It was reported that the patient wasn't cooling to the target temperature of 36c while on the arctic sun. The patient's temperature was 37.5c, the water temperature was 28.5c and the flow rate was optimal. The event log showed an alert 113. Mss advised sending the device to the biomed. The facility did not have another arctic sun device. As per the follow up information, the device was not sent to biomed. Therapy was discontinued and they used cooling blankets.

Manufacturer narrative:
Upon further review it has been determined the information in this record is of a duplicate record already submitted to the FDA, therefore bard/bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient wasn't cooling to the target temperature of 36c while on the arctic sun. The patient's temperature was 37.5c, the water temperature was 28.5c and the flow rate was optimal. The event log showed an alert 113. Mss advised sending the device to the biomed. The facility did not have another arctic sun device. As per the follow up information, the device was not sent to biomed. Therapy was discontinued and they used cooling blankets.